Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified significant damage and fracturing at the collar. Bone debris presented on the outside threads of the implant. Additionally, part of fractured screw stuck in the implant drive feature. Device history record (DHR) reviews were completed for the subject lot number 1222319. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1222319) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported events were confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the patient has called stating that he lost the crown. Once the patient was in the medical office doctor noticed that the implant was fractured. Implant was removed and will wait for healing to place another implant.